Event description:
It was reported that the tip of the reamer was split was reaming the center hole for the glenoid. There was no reported impact for the patient or procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11 h6: proposed code: mechanical (g04) - drill visual inspection shows the item and lot numbers match the complaint. Product was not returned in its original packaging. The reamer had wear and the tip was split on one side and was also fractured on the opposite side with a piece missing that was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, based on evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.